Event description:
It was reported "one catheter from each market unit with the individual package opened. End user did not use the opened product. He discarded them." Each market unit was sealed upon receipt. No lot number information was provided.